Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty filling the tubing and received an ¿unable to proceed¿ notification during set change, which was resolved after replacing the infusion set and completing a successful fill and cannula prime; the event involved an infusion set and cartridge with an infusion set connection/deployment issue and an ilet alert. Symptoms included hyperglycemia above 400 mg/dl without loss of consciousness, dizziness, or dka. Outcomes included temporary elevated glucose requiring user-administered backup insulin by injection and no medical intervention or assistance. Investigation included telephone troubleshooting and user education with guided dry runs, component replacements, and successful replication of proper setup. Investigation of this case revealed that the initial infusion set or connector setup was incorrect and that replacing the infusion set restored proper flow and function. It was concluded that the event was attributable to incorrect infusion set deployment or connector attachment, resulting in temporary hyperglycemia that resolved after correct setup and infusion set replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.